Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was surgically abandoned for an unknown reason. The field representative was unable to determine the actual reason for taking the ra lead out of service. Review of the patient's chart noted noise on the ra channel from approximately a year ago. No additional adverse patient effects were reported.